Event description:
Customer's father reported that the sensor gave inaccurate readings. The sensor glucose reading was 50 mg/dl when the blood glucose reading was 145 mg/dl. When the sensor reading was 65 mg/dl, the blood glucose reading was 133 mg/dl. There was also a sensor reading of 62 mg/dl when the blood glucose reading was 99 mg/dl. He also reported that some of the sensors fell out of the customer's body earlier than anticipated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.